Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. The cause of high bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.